Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings:during investigation, the last basal delivery was on (B)(6)2018. The total daily dose (tdd) basal total on (B)(6)2018 appears to be inaccurate due to a 0.00u temp- basal program run the pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No hypertensive or stuck keys were observed on the keypad. The tdd¿s added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. There were no errors, alarms or warnings or delivery interruptions during testing. Unable to duplicate a tdd basal history recording defect during testing.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 500mg/dl, with confusion, and upset stomach, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match the active basal program total with no known cause for variation. The basal history matched the active basal program settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.